Manufacturer narrative:
Cjs13350 is not distributed in the us; however, it is similar to us product cxs13350. This is one of four reports submitted for the same patient and multiple events. Please reference MFR rpt#s: 9616099-2006-01328, -01329, -01330, -01331.

Event description:
This patient was admitted for coronary intervention of the proximal through distal circumflex (lcx) artery. The % stenosis was 100% for the proximal and 90% for the distal lcx. It was a cto lesion. There was no more information regarding the vessel characteristics. First cypher (3.0/23mm) was implanted in the distal vessel and a second cypher (3.5/13mm) was implanted proximal to the 1st cypher. For both stents, inflation pressure and time were unknown. Ivus was not conducted. But angiography was conducted and it was confirmed that two stents were overlapping each other. There was no more information regarding this procedure. Four months later, pci was scheduled for treatment of a lesion in the rca. Angiography of the lcx was conducted and restenosis was observed focally at the overlapping portion of the previously implanted cypher stents. The target lesion was highly calcified and moderately tortuous. There was 90% restenosis. A 5f guiding catheter was used to access the vessel. The cypher (3.5/23mm) was being delivered to the target lesion by direct stenting; however, the cypher would not cross the target lesion due to the sharp angle of the vessel from the lma and the proximal lcx. Pre-dilation with a balloon was conducted and the cypher (3.5/23mm) was again being delivered to the target lesion, but the cypher would not cross the target lession again. The physician thought the cypher was caught in the originally implanted cypher at the lesion; therefore he used a double wire technique. The cypher still would not cross. He then deep-seated the guide catheter into the target lesion for backup support. The cypher was successfully delivered to the target lesion, but when negative preparation was performed at the target lesion, blood was noted flowing into the inflation device. The cypher was removed from the patient. To check the unit again, the unit was immersed in heparin solution and negative preparation was performed and heparin solution was pulled confirming the leakage. A different cypher (3.5/18mm) was used instead and was implanted at the target lesion successfully although there was difficulty crossing the lesion. There was no reported patient injury. The product was clinically used and will be returned for analysis. Additionally, the mid-rca was treated during this procedure. The lesion was a de novo, calcified and moderately tortuous, 90% stenosis. Transradial approach was chosen for the procedure. A guide wire (runthrough, terumo) crossed the target lesion and then cypher (2.5/18mm) was being delivered to the target lesion, but the cypher would not cross the target lesion. While retrieving the cypher into the gc, physician felt friction and so he tried to withdraw the cypher by applying force. The sds was removed from the patient, but it was noted that the stent dislodged within the proximal rca. Angiography was conducted and the dislodged stent was collected with a basket forceps along the guide wire. A different guide catheter was engaged to the target lesion again and another cypher (cjs18250) was implanted at the target lesion. The procedure was finished successfully. There was no reported patient injury.